Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak during treatment. The patient's machine alerted him to remove the cassette and once the cassette door was opened solution spilled out onto the floor. The patient's effluent remained clear. The patient took one does of vancomycin prophylactically.